Manufacturer narrative:
(B)(6). Placeholder.

Event description:
We received a report that during intraocular lens implantation, the haptic stuck to the optic once the lens was implanted in the patient's eye. While trying to ''unstick'' the haptic from the optic, the surgeon tore the posterior capsule; a vitrectomy was performed. No additional information was provided.

Manufacturer narrative:
(B)(6). Placeholder.

Manufacturer narrative:
(B)(6). All pertinent information available to the manufacturer has been submitted.